Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening. The components were implanted in situ for 6.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 7, three months prior to revision surgery and maximum score of 8.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate component was reported. The event was confirmed. Method & results: -device evaluation and results: photographs of the explanted baseplate component were provided. The cement pocket of the baseplate does not have bone cement adhered to it. There are some scratches on the superior surface of the baseplate, most likely caused when trying to prise the insert from the tray during explantation. -medical records received and evaluation: insufficient medical records were received for review. The event as such was confirmed with the pre-revision x-rays but early post-primary x-rays are required to determine the root cause of this event. -device history review: DHR review was satisfactory. -complaint history review: chr confirmed that there have been no other similar events for the reported lot. Conclusions: insufficient medical records were received for review. The event as such was confirmed with the pre-revision x-rays but early post-primary x-rays are required to determine the root cause of this event. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device.

Event description:
The arthroplasty was revised due to femoral loosening, tibial loosening. The components were implanted in situ for 6.0 yrs. Condyle, tray, and insert were revised. Patella remained implanted. The patient presented with a ucla score of 7, three months prior to revision surgery and maximum score of 8.